Event description:
The customer reported that when the footswitch was pressed at high dose levels, the system would display a generator error message and then shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.